Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a anterior vitrectomy surgery, vitrectomy did not work in an ophthalmic handpiece. System message (sm) was displayed. Surgery was completed by using different handpiece.there was no patient impact.

Manufacturer narrative:
Device history records are reviewed, prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed, as the lot/batch/serial number is unknown. The lot/batch/serial is unknown. Therefore, a service history review cannot be performed. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information available, the customer reported event cannot be confirmed. No sample was returned for evaluation. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).